Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a frozen display. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer states the pump was projecting screeching noises. The customer replaced the pump battery but display is still frozen. The customer states the time is not advancing on the pump. Customer was assisted with trouble shooting. The customer replaced the battery but it did not fix the frozen display. The customer was advised the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.